Event description:
The customer called to report experiencing high blood glucose for the last two months. Customer's blood glucose at the time of event was 437 mg/dl; current value is 244 mg/dl. The customer experienced acetones, urinating, thirst, headache and dizziness. The customer has treated with manual injections. During troubleshoot; the customer stated that the insulin pump has alarmed no delivery multiple times. The drive support cap is recessed. The tubing had no air bubbles and no insulin leak was found. Insulin did exit the tubing with manual prime. Time, date, basal rates and bolus wizard are set up correctly. The high pressure test was not performed as the customer did not have a tubing clamp. The customer declined to check for possible site/insulin issues.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.